Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. Upon reporting onsite tested unit, and unit ran uneventfully on internal trigger left unit running while removing back cover. Upon initially testing the regulator calibration test, unit took a long time to start the test, and took over 40 seconds for both vacuum and pressure to reach -298 and 386 mmhg. Upon testing regulators immediately after, unit however failed the regulator calibration test. Unit failed to raise vacuum above -252.3, and pressure above 361. Nothing unusual identified in the logs, however, identified the autofill failures in the logs. Replaced scroll compressor and related filters. Upon replacing compressor, vacuum and pressure regulators calibrated without exception. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated an autofill failure. It was later reported that the iabp unit had been swapped out with another iabp unit to continue therapy without issue. There was no patient harm and no adverse event reported.